Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned with no clinical allegation. The ICD was in the box and was never implanted. Reliability assurance testing identified a circuit discrepancy.